Event description:
A pt reported blood glucose results of 201 mg/dl, 117 mg/dl, 190 mg/mg, 146 mg/dl and 128 mg/dl with a lifescan meter, performed within 10 minutes of each other. A walk through blood glucose test was performed; the pt obtained 158, 152 and 163 mg/dl on the reported meter.